Event description:
The event is reported as: complaint alleges: customer called to report that the device would not fire during a surgery. There was no pt injury. Pt current condition is fine.

Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report. Per device history, report (DHR) investigation did not show issues related to this complaint. Complaint can not be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. The manufacturer we will continue to monitor and trend relating complaints.